Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use tube k2edta plh 13x75 4.0 plbl lav br experienced clotting/micro clots/fibrin clots. This event occurred 7 times. The following information was provided by the initial reporter: ¿a total of 7 tubes had a coagulated sample, this quantity drew the attention of the technical area, as it is not common for so many coagulated samples in the same period. ¿

Event description:
It was reported that after use tube k2edta plh 13x75 4.0 plbl lav br experienced clotting/micro clots/fibrin clots. This event occurred 7 times. The following information was provided by the initial reporter: ¿a total of 7 tubes had a coagulated sample, this quantity drew the attention of the technical area, as it is not common for so many coagulated samples in the same period. Was tube filled to the proper draw volume? 3 were filled with an adequate volume and the others with a volume of approximately 3ml (4 ml tubes) how many times was the tube inverted? 3 times was the tube stored in the refrigerator? They were not stored in the refrigerator, as they were analyzed within 15 min to 1 hour at the most. What is the time from collection to analysis? 15 min to 1 hour customer does not want replacement of the product."

Manufacturer narrative:
The following field was updated due to additional information: b.5. Describe event or problem: it was reported that after use tube k2edta plh 13x75 4.0 plbl lav br experienced clotting/micro clots/fibrin clots. This event occurred 7 times. The following information was provided by the initial reporter: ¿a total of 7 tubes had a coagulated sample, this quantity drew the attention of the technical area, as it is not common for so many coagulated samples in the same period. Was tube filled to the proper draw volume? 3 were filled with an adequate volume and the others with a volume of approximately 3ml (4 ml tubes) how many times was the tube inverted? 3 times was the tube stored in the refrigerator? They were not stored in the refrigerator, as they were analyzed within 15 min to 1 hour at the most. What is the time from collection to analysis? 15 min to 1 hour customer does not want replacement of the product." H.6. Investigation: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting with the incident lot was observed. In addition it was noted in the evaluation of the photos that the draw volume was low. These tubes have a 4 ml draw volume. Additionally, 200 retention samples from bd inventory were evaluated by visually and no issues were found; all tubes presented with additive. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Inadequate number of inversions (as stated in IFU) after phlebotomy will not allow proper mixing of blood and anticoagulant leading to the reported clotting complaint. Edta tubes require 8 to 10 gentle and complete inversions. The customer has reported the tubes were inverted 3 times. A review of specimen handling parameters should be done for this tube type. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10